Event description:
Subsequent to the previously filed medwatch report, additional information was received indicating that the posterior leaflet was not detached from the mitral valve, but that the leaflet slipped out of the clip. It was not sure if a piece of the posterior leaflet was in the clip as the image resolution of the transesophageal ultrasound machine does not show explicit details of what is inside of the clip especially when the clip is closed. In the opinion of the physician, it was unknown if the clip caused or contributed to the detachment from the leaflet. No additional information was provided.

Event description:
This report is filed as the clip detached from the posterior leaflet and the patient experienced worsened mitral regurgitation and heart failure; both are considered serious injury. It was reported that a mitraclip procedure was performed and two clips were implanted with maximum leaflet insertion of the posterior and anterior mitral valve leaflets reducing the functional mitral regurgitation (mr) grade from 4 to 1. Six months post procedure, the patient showed symptoms of heartfailure and the mr grade had increased to 4. The medially implanted clip was observed to have detached from the posterior mitral valve leaflet. The mr etiology for the second procedure was classified as degenerative as the detached clip was flailing of the detached leaflet. However, there was no damage noted to the posterior leaflet due to the detachment of the clip. On (B)(6) 2014, another mitraclip procedure was performed to stabilize the detached clip. One clip was implanted reducing the mr grade to 2. Post procedure, the patient was clinically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event (reported as occurred 6 months post procedure) the mitraclip remains implanted on the mitral valve leaflet. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Estimated age (date of birth 1942). The mitraclip remains implanted on the mitral valve leaflet. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database identified no other incidents with the reported lot for the reported incomplete coaptation. There were no reported issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the original procedure was performed without issue. Six months following the procedure, the patient showed symptoms of heart failure and increased mitral regurgitation (mr) grade. One clip was observed to have detached from the posterior leaflet, and was flailing. Additional information received from the physician states that the leaflet had slipped out of the clip; due to the resolution of the ultrasound machine, damage to the posterior leaflet could not be observed. A second procedure was performed to address the degenerative mr of the patient. In the opinion of the physician, it was unknown if the clip caused or contributed to the detachment from the leaflet. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effects of worsening mr and worsening heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.